Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device failed to deflate. The existing ipp was explanted and replaced with an ambicor penile prosthesis (app). Additional information was later received from the physician clarifying that the device was remained approximately half inflated and could neither inflate further or deflate. Following the procedure a catheter was placed in the patient and removed the following day; however, the patient experienced urinary retention. The catheter was replaced and the patient discharged with a voiding trial to be performed on a later date. No further details are available.